Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. Corrected data: additional to initial reported information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for longer than 15 minutes. Reportedly, the customer was not wearing the transmitter in range of the pump. Tandem technical support instructed the customer to move the transmitter and pump within range of each other. No additional patient or event information was available.